Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty tube x1."

Manufacturer narrative:
H6: investigation summary bd received 1 sample and 3 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and the customer's indicated failure mode of embedded foreign matter in the tube was observed therefore bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the root cause of the foreign matter to be attributed to the production process as embedded foreign matter is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty tube x1."